Event description:
The MFR rep reported the pt did not have stimulation for over 4 months. The neurostimulator did not communicate with the pt programmer nor the recharger. The rep attempted to instruct the pt on performing a physician recharge mode at home with no success. The rep later saw the pt and attempted the physician recharge mode. The outcome is unk at this time.